Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined to be case circumstances. It is likely that the guide wire encountered difficulties with the challenging anatomy and as such was difficult to advance and resulted in a broken tip. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Na.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) coronary artery. A 014 wiggle guide wire was advancing to the lesion; however, the guide wire could not cross to the target lesion due to anatomy. After removing the guide wire, it was observed that the tip was broken. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.